Event description:
The reporter stated the end-user was rolling into a room at his home when the cross tube broke causing the end-user to fall. He was taken to the hospital via ambulance and was treated for 2 broken ribs on his left side.

Manufacturer narrative:
This item has met it's life expectancy.